Manufacturer narrative:
No conclusion can be drawn.

Event description:
Information received from a court summons associated with a law suit. The summons indicates the pt was fit with acuvue lenses in 2004. The pt reportedly developed an acanthamoeba infection, sought medical treatment and in 2005 underwent a corneal transplant. No additional information is available at this time. We will report any additional information regarding this reported adverse event within 30 days of receipt.